Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left breast procedure in (B)(6) 2017. First out of range hv impedance of rv coil measurement looks to be shortly after this procedure. The device has severely migrated down into patients left breast so surgery could have impacted device/lead connection or the lead itself. No noise was not reproducible with device manipulations or isometrics. On (B)(6) 2019, since the left subclavian was totally occluded, the physician placed a new single chamber ICD system from the right side, deactivated the left sided system with plans in the future for extraction. The patient condition was stable.